Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine box change. During ht procedure, a chronic high capture threshold was noted on the lead due to exit block. No intervention was reported. The patient was stable and would continue to be monitored.